Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. The level 2 calibration gave signal counts below the expected value. Qc was acceptable prior to the event. The alarm trace did not contain a conspicuous event. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient on a cobas e 411 immunoassay analyzer. The initial troponin result was 27.01 pg/ml with flag. The result was reported outside of the laboratory. Another sample was collected and the troponin result from the second sample was 8.16 pg/ml. The difference in the results prompted the customer to repeat the first sample. The repeat result from the first sample was 8.84 pg/ml. The repeat result from the second sample was 9.04 pg/ml. The reagent lot is 59638101 and the expiration date is 31-mar-2023.